Event description:
Event description guidant received information that the implantable transvenous atrial lead and implantable transvenous defibrillation lead of this implantable cardioverter defibrillator (ICD) displayed low impedances. When connected to the pacing systems analyzer (psa) the ventricular impedances fluctuated and the atrial (pacing) impedances were normal. The implantable cardioverter defibrillator (ICD) was explanted as it was nearing an elective replacement indicator (eri) and the clinician questioned if there was a header issue causing the low impedance measurements.